Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported experiencing pain at her scs ipg pocket site upon sitting for more than 15 minutes (refer to MFR. Report: 1627487-2015-03476 for issue with leads). Surgical intervention will be taken at a later date to address the issue.